Event description:
It was reported that during a vats procedure, the account reported that the stapler would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Sled movement. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? According to the doctor, he placed the manual flex echelon with a black load across thick diseased lung tissue. He admitted to stuffing the jaw. He was not able to advance the blade, was not able to reverse the blade and was unable to open the device. He tried pulling the trigger very hard, tried reverse, and finally hit the release button with the palm of his hand forcefully and the jaws opened. He removed the stapler and closed it again outside the patient and it locked closed again. A new stapler was opened and the case was completed with no further problems the ec60a device was received for analysis with no visual non-conformances and with an ecr60t cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manual switch worked as intended. The reported event could not be confirmed as no short cut or absent cut were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.